Event description:
It was reported that the customer experienced an undefined elevated blood glucose (bg) level, cause was unknown. The customer declined troubleshooting and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.